Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported there was no concern about the patient's lead moving. The patient was seen in-office on (B)(6) 2024 and had therapy benefit. The hcp stated the patient had the unit with them when seeing the physician's assistant and it was documented that the patient was happy with their bladder control. The hcp stated the most likely cause of the patient thinking their lead moved was due to their glucose monitor changing and giving them a zapping sensation. The issue has been resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2knys); product type: 0200-lead; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient thinks the " lead " moved. The caller stated that would feel a little square take under the skin and could flip it up and down. Assuming since it was at the base of the tailbone that is where it was attached. Patient services (ps) asked when they first noticed this issue and the caller stated within the last week. The caller later stated that yesterday in the shower they noticed that it was not in the same place . The caller stated that they lost a tremendous amount of weight and don't have tissue back there. The caller stated they have never gotten therapeutic effects since being implanted. Patient also mentioned that they have tried botox and it only lasted 3 weeks and always got a uti from it. The caller also mentioned that they have tried myrbetric. Ps redirected the caller to the healthcare provider (hcp) to further investigate the issue.